Event description:
It was reported that a patient is deceased and died on (B)(6) 2013; approximately a year and a half post the implant (on (B)(6) 2011 of a cardioverter defibrillator (ICD). The patient was a participant in the (B)(6) study and was not hospitalized in the study facility therefore, no further information is known regarding the patient¿s death. The cause of death was reported as unknown and was classified as a serious adverse device effect by the (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: d354vrg, implanted: (B)(6) 2011. (B)(4).